Event description:
Upon withdrawing the device from the pt's dialysis graft, saline/herarin flush was noted to be squirting out the side of the catheter approx 5-6 inches from distal tip. A wire was found protruding out of catheter at this location.